Event description:
Clinical study. It was reported that 168 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was located in the distal right coronary artery (dist rca). The physician treated the lesion by successful placement of a taxus express2 study stent in the target lesion. There were no reported complications. The pt was discharged the next day on aspirin. One hundred and sixty eight days after the initial procedure, the pt required a tvr. Pci was performed on the dist rca. Fourty days after the tvr, the pt underwent coronary artery bypass grafting. No further info is available.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.